Manufacturer narrative:
The events of "capsular contracture (unknown baker grade) and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (unknown baker grade) and seroma.

Event description:
Patient reported unknown side capsular contracture (unknown baker grade) and seroma confirmed by ultrasound and MRI. The device status is unknown at this time.